Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010 the lay user/patient contacted lifescan to report the one touch ultramini meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided. On (B)(6) 2010, in the morning, the patient noted the reported meter would not power on; she was unable to obtain a blood glucose reading. After the attempted use of the meter, the patient took her usual dose of six units insulin, type not specified. Four hours later, the patient experienced the symptoms of shaking, sweating and nausea. She did not seek any medical attention or treatment. Troubleshooting revealed the patient¿s test strips were correct and the patient had correctly replaced the meter's battery. The issue was not resolved. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level and took a dose of insulin. Therefore this complaint is being reported.